Event description:
Material # 302995 lot # 4043216 it was reported that the bd syringe 10ml ll s/c 200 stopper was defective/damaged. The following information was provided by the initial reporter: "internal rubber gasket was damaged."

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: five samples and two photos of 10ml luer-lok syringes were received by bd. A quality engineer was able to examine the samples and photos from batch 4043216 regarding item 302995. One photo shows a close-up image of an unknown black particle in the non-fluid path of the syringe. It cannot be confirmed from the photo provided that the black particulate is rubber stopper material, or a damaged stopper. The next photo shows the top web portion of the package including all applicable product information including the variable data. Four of the samples were received in a sealed package and one was unsealed. The unsealed package has damage to the package and the syringe rendering it unusable. Of the four syringes in sealed packages, two were found to have no defects observed, one syringe has an unknown brownish-yellow fluid in the non-fluid path internal to the package, and the other syringe has damage to the bottom web causing a puncture in the web. None of the five samples received contain the black particulate in the non-fluid path observed in the photo received. The conditions observed are non-conforming per product specification. Potential root cause for the foreign matter nonfluid path defect is associated with the assembly process. Potential root cause for the foreign matter nonfluid path internal to package, and package and syringe damaged defects is associated with the packaging process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4043216 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
No additional information.